Event description:
The customer reported functionality was lost from the left "live" monitor upon boot up. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.